Manufacturer narrative:
The insulin pump was received with a scratched display window and a protruded/loose drive support disk.

Event description:
It is reported customer responded to the field notification letter, regarding the drive support cap. Drive support cap is protruding. Customer pushed the cap in. Customer advised to discontinue use of the insulin pump. Customer agreed to return the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.